Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the monitor for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the monitor lost display functionality after an hour of use and functionality could not be restored. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the application software exited without prompt from the user. The reported issue occurred when navigating. It was reported that a blue background was the only visible prompt on the screen. Disconnecting the mouse and keyboard did not resolve the reported issue. It was reported that shutting down the navigation system led to the system not responding after those prompts and that video corruption was present. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.